Manufacturer narrative:
Qn#(B)(4). Device evaluation: the condor power supply was returned for evaluation. Visual inspection of the power supply was performed and found no obvious damage or defects. The panasonic battery (non - teleflex battery) was returned for evaluation. Visual inspection of battery was performed and no abnormalities were noted. The condor power supply was installed into a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The pump was startup as normal. A power supply voltage check was performed per autocat2 series service manual and all voltages were within specification. The fan on the power supply malfunctioned (not working); however, the pump functioned as normal. The pump was run on battery power (battery load test) until the pump shut down (>90minutes within spec). A battery load test was performed after letting the pump charge for over eight hours and the unit ran for over 90 minutes. The power supply was able to charge the battery. The power supply passed functional testing. Visual inspection of the condor power supply internal hardware was performed and no abnormality was found. Further testing was performed and found there was no (12vdc) output to supply fan. See other remarks section for continuation. Other remarks: the power supply fan was powered with 12vdc (external power supply) and it worked as intended. The battery was then installed into a known good iabp and a battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was left to charge in the pump for over eight hours. The pump shut off immediately after unplugged from ac outlet. The battery failed a battery load test. Notice: this is a non-teleflex battery. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "system does not run on battery power" is confirmed. The cause of the reported complaint was the battery could no longer hold the charge. The root cause of battery failure is undetermined.

Event description:
It has been reported via a field service report: pump was on patient. Symptom - does not run on battery. Findings / action taken: found system shuts off about 30 seconds after unplugged from ac outlet. Found charging voltage @ 14.4v; specification is 13.4v-14.2v. Power supply and battery were replaced. Functional check ok. Software level: 2.24. Additional information received from the biomed stated that the pump was plugged into the electrical socket and the patient was never in harm's way.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: pump was on patient. Symptom - does not run on battery. Findings / action taken: found system shuts off about 30 seconds after unplugged from ac outlet. Found charging voltage @ 14.4v; specification is 13.4v-14.2v. Power supply and battery were replaced. Functional check ok. Software level: 2.24 additional information received from the biomed stated that the pump was plugged into the electrical socket and the patient was never in harm's way.